Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that an acculink stent was implanted in a right internal carotid artery on (B)(6) 2013 and 30 days later, at a follow up doctors visit, on (B)(6) 2013, the patient experienced leg drifting and sensory changes which were diagnosed as benign by a neurologist evaluation. The nih stroke scale was 2 post-procedure, on (B)(6) 2013 and pre-procedure the nih stroke scale was 0. There were no transient ischemic attack or no cerebrovascular accident (stroke) diagnosis reported. Although this was reported by the physician as a non-serious event and treatment was not provided, the symptoms are listed as continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, additional information was received on 07/13/2015 reporting that the condition resolved on (B)(6) 2014. No additional information provided.